Event description:
The olympus sales representative reported on behalf of the customer that the distal cover detached off the evis exera iii duodenovideoscope and fell inside patient¿s body during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. Customer reported a few instances occurred wherein the distal covers fell inside the patient¿s body during the procedure, but exact number of occurrences are unknown. There were no reports of patient harm, injuries, or cancelled procedures associated with the event. Related patient identifiers: 1) (B)(6)., evis exera iii duodenovideoscope tjf-q190v, serial number- unknown. 2) (B)(6)., evis exera iii duodenovideoscope tjf-q190v, serial number- unknown. 3) (B)(6)., evis exera iii duodenovideoscope tjf-q190v, serial number- unknown. 4) (B)(6)., single use distal cover, maj-2315 serial: (B)(6). 5) (B)(6)., single use distal cover, maj-2315 serial: unknown-(this complaint). 6) (B)(6)., single use distal cover, maj-2315 serial: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide an correction to the initial (e2 and e3). -reconfirmation of complaint event since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. -operation confirmation olympus confirmed the operation by following the pre-use inspection procedure in section 9.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) -type test when design changes, olympus evaluated the quality of the design change product and verified that "the distal cover does not come off from the tip of the endoscope during use." -supplier investigation the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling by the user. It is possible the event occurred due to the following: -chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. -the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: "see attachment procedure and warning column in 9.3" "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.